Event description:
On may 4, 2011, the lay-user/patient contacted lifescan from (B)(6) alleging a unit powers off during use issue with a one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. Troubleshooting was not completed since the patient was upset and disconnected the line. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had a unit powers off during use issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.